Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8fr sheath after a catheter ablation for ventricular tachycardia. Reportedly, the distal guide detached into two separate pieces during insertion. Surgery was required to remove the distal guide. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay of sixty minutes in the entire procedure. No additional information was provided.